Event description:
It was reported that the user experienced an occlusion with the ilet at 365 mg/dl at the time of call, evidenced by lack of drops during two supply changes from the same box, elevated blood glucose, and unusual piston noises, which was resolved only after replacing all supplies and completing a successful supply change; the reported device problem was obstruction of flow associated with the connector/coupler component. Symptoms included fatigue associated with hyperglycemia. Outcomes included a delay to therapy until the supply change was completed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to an obstruction of flow at the connector/coupler, after which drops were observed and glucose levels trended down. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.